Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number event occurred in the united states it was reported that the patient experienced two events of infusion set kinked cannula on (B)(6) 2025. The event occurred in three or more hours after insertion. The insertion site was abdomen and leg. The infusion set was in use for twelve hours. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.